Manufacturer narrative:
Product analysis: as found condition: the pipeline flex with shield and the phenom 27 catheter were returned for analysis within shipping box; within plastic bag; and within an opened pipeline flex with shield inner pouch. Visual inspection/damage location details: the pushwire was protruding from the hub. In addition, the distal hypotube, pads, sleeves and tip coil were deployed from catheter tip. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex with shield were found fully opened and moderately damaged. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: for further examination, the pipeline flex with shield was pushed out from the catheter without issues. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal end. The root cause could not be determined as the distal and proximal ends of the pipeline flex shield braid appeared fully opened and moderately frayed. However, the cause for damage could not determine. It's possible that the moderate vessel tortuosity may have contributed to the event. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient was undergoing retreatment of an unruptured saccular internal carotid artery (ica) aneurysm with a previously placed pipeline that had incomplete aneurysm occlusion. The aneurysm max diameter was 4.5mm and the neck diameter was 4mm. Vessel tortuosity was moderate. Dual antiplatelet was administered with pru level 110. It was reported that all catheters placed in the normal fashion no issues. 5.0x12 shield device chosen to place inside previous pipe. Device was taken out to distal m1, m2. Device was unsheathed at tip coil, and then pushed out approximately 1/3 of device. Distal end did not open initially, device was resheathed and redeployed to get distal end to open. The tip of the device open approximately 25%, device was dragged back into landing zone and deployment commenced. With more than half of the device deployed the distal end never truly opened up, the devices was attempted to be wag in landing zone in attempt to open distal end. The device was resheathed more than 2 times. The distal segment of the pipeline device was positioned in a vessel bend. During this time it was thought the distal end may have been pushed into terminus causing braid to frayed. The device was resheathed and removed with the microcatheter; after removal the frayed tip was observed. The device was replaced to complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed good results. Ancillary devices: 8fr sheath, neuron max, phenom plus, phenom 27 microcatheter.